Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision thr: (B)(6) 2020; primary surgery: (B)(6) 2010. Revision for loosening of femoral component. Articulation was metal on metal components. Femoral component removed and revised, acetabular bearing surface, metal liner removed and revised. Femoral component loosening cause undetermined as to the reason being associated with the metal on metal articulation. No further information available. Implant information in medical record has been destroyed. Patient has not consented to sharing of any information including that contained on this document.